Event description:
Event description cpi received information that at a regular follow-up procedure, this implantable cardioverter defibrillator (ICD) was found to be in 'fallback mode.' The ICD was replaced without complication, using the chronic lead.